Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while pumping, the cs100 intra-aortic balloon pump (iabp) system not working.

Manufacturer narrative:
Updated data: b4,e1(name &email),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: d4(serial).

Manufacturer narrative:
Updated fields: e1 (site country, event site postal code: (B)(4), event site state: (B)(6), h6(type of investigation, investigation findings, component codes, investigation conclusions). Contact person phone number: (B)(6). It was reported that during use the cs100 intra-aortic balloon pump (iabp) system turned off all of sudden while pumping. Checked power supply switch found ok, tried to on system on ac mains as well as on battery, issue remains the same. One of the fuse near j103 connector found blown off, replaced it with the new one, turned on the system, it didn't booted but observed burning smoke & smell from the power supply assembly, checked all fuses found ok. Problem suspected with power supply assembly & motor control pcb, need to check with the working on to confirm the same. A getinge field service engineer (fse) checked with working power supply assembly & motor control pcb simultaneously, problem found with both the spares. Replaced pcb, motor controller (0671- 00-0004) and power supply assembly (0014-00-0033-05) under cmc, kept system on pumping by connecting iabp trainer & demo balloon for 60 mins, found working satisfactorily. The unit handed over to customer in good, working condition.

Event description:
N/a.